Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the patient underwent stenting of the predilated proximal circumflex with a xience v stent. In 2009, the patient experienced acute coronary syndrome (angina) and was hospitalized. The patient was treated with lasix, lisinopril, protonix, pravochal and an increase in plavix. Diagnostic coronary angiography and diagnostic catheterization was performed which showed thrombus/stenosis in the distal left main extending into the proximal circumflex (area of xience stent). The thrombus/stent relationship is uncertain. Stenosis was treated with balloon angioplasty using another company's balloon catheter. The patient was discharged home the following day.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Angina, thrombosis, and stenosis, as listed in the xience v instructions for use are known adverse events associated with coronary stenting. Also, angina, thrombosis, restenosis, and hospitalization are listed in risk assessment as no-fault post-procedure complications. In this case, it is possible that the angina is a secondary effect of the thrombosis and restenosis, which were treated with angioplasty and hospitalization. In this case, a conclusive cause for all the reported patient issues and the relationship to the xience v, if any, cannot be determined.